Event description:
The customer reported that prior to use on a patient, the iabp unit would not turn off unless unplugged and battery pulled from the unit. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative verified that the unit would not shut down. The company representative replaced the power supply ((B)(4)), and tested the iabp to factory specification. The iabp functioned normally and was returned to the customer. (B)(4).